Event description:
Blood was being drawn from a pt using a butterfly and vacutainer. Both are packaged together as saf - t wing blood collection set. During the procedure blood was found leaking into the vacutainer. It appeared to be happening from the point where the vacutainer needle met the blood tube. Company's investigation revealed that this was not the first time this has occurred.